Event description:
Reportedly, on (B)(6) 2025, the programmer crash during a threshold test of a kora pacemaker. Shortly after the programmer (tablet) had been replaced. The user interface unexpectedly exited the threshold test screen and returned to the home screen without displaying any error message. During a subsequent interrogation of the same patient, everything worked correctly.

Manufacturer narrative:
Analysis of the provided files permit to confirm the reported event as two instances of crash are visible on this day. These crashes resulted from a software malfunction related to poor management of the programmer modules during real time tests. The main probable hypothesis is that a known issue of crash of the egm display controls (golcontrols) occurred. This can be triggered when the user tries to position the cursor at the end of a manual threshold. The reported event could also have been caused by an instability of aida reading thread after it has been interrupted and resumed several times. The main origin of the reported event could not be established with certainty. This case is retained and utilized for trend purposes.